Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The pt stated her blood sugars were running high; troubleshooting would not brink them down. The pt went to the hospital when her meter read "high". The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.